Manufacturer narrative:
As reported the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured in the calcified calcium part of a lesion. Hemostasis was achieved by manual compression performed for 20 minutes. No injury was reported to the patient. The device was prepped and used according to the instructions for use (IFU). The procedure was a percutaneous coronary interventional case. Button 1, 2 remain un-pressed. There were no visible signs of device/package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The balloon did not lose pressure after being pulled to the arteriotomy. There were no issues depressing button 1 or 2 as the issue occurred before the button was pressed. There was a prior percutaneous transluminal angioplasty of the common femoral artery. The device entered the patient¿s body but was not used. Additional information was requested but not provided. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The procedural sheath was not returned with the device. Per functional analysis, inflation /deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 4 mm from the balloon neck was revealed. A product history record (phr) review of lot f2122905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during the analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, h1, h2, h3 and h10. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured in the calcified calcium part of a lesion. Hemostasis was achieved by manual compression performed for 20 minutes. No injury was reported to the patient. The device was prepped and used according to the instructions for use (IFU). The procedure was a percutaneous coronary interventional case. Button 1, 2 remain un-pressed. There were no visible signs of device/package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The balloon did not lose pressure after being pulled to the arteriotomy. There were no issues depressing button 1 or 2 as the issue occurred before the button was pressed. There was a prior percutaneous transluminal angioplasty of the common femoral artery. The device entered the patient¿s body but was not used. Additional information was requested but not provided. The device is being returned for evaluation.